Event description:
It was reported the pipe and the buckle did not match when the PICC tube was installed. In addition, after opening the package and replacing the buckle, the installation was successfully completed without causing injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0991 showed no other similar product complaint(s) from this lot number.